Event description:
It was reported that a patient had their system explanted so that they could have an MRI. About one week later it was reported that the patient was "doing well." No further information was provided. If more information becomes available, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_siliconeanchor. Product type: accessory: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
No device analysis was performed; the device met risk based criteria.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.